Manufacturer narrative:
G4:09apr2021. B4:19apr2021. An authorized service personnel(asp) was dispatched to the customer site and it was determined that the power switch overlay needed to be replaced to return the device to working condition. The asp replaced the power switch overlay to resolve the reported issue. The device passed performance verification testing. The part was not received for evaluation. Previous investigations have shown excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant, causing the reported power switch overlay failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Implant date: (B)(6) 2021. Explant date: (B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had an unspecified alarm fault. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.